Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported there was an error message during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. During the procedure, while aspirating, the catheter worked for about five seconds and then there was a check saline error. There was saline around the bulb of the pump inside the console. The catheter was exchanged for another of the same device and the procedure was completed. There were no patient complications reported and the patient's status was reported as fine.